Manufacturer narrative:
A synergy ous mr 3.00 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found stent damage. Proximal stent struts were lifted from crimped position. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual examination of the hypotube and shaft polymer extrusion found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18dec2020. It was reported that the device was unable to cross the lesion. The 90% stenosed, 20x3.00mm target lesion was located in the moderately tortuous and severely calcified right coronary artery. The 3.00 x 20 synergy drug eluting stent was selected. During the procedure the device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications reported and the patients status is stable. However device analysis revealed stent damage.